Event description:
It was reported that the patient had been on therapy for a few days on the arctic sun device. Therapy stopped and pads were removed for a few hours to see if patient could maintain on their own. Pads just added back and since then device had been alerting low flow and patient line open. They have tried unhooking everything with no success. The flow rate was 0.9 l/m. 4 pads connected. Mis had nurse to stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. The fluid delivery line shows no signs of wear, cracks or tears. Good air flow to back of device. Nurse restarted therapy and device continues to alert. 2 connectors have large number of bubbles consistently. Nurse could not account for how pads were stored while off patient. The system diagnostics showed outlet monitor temperature (t1) was 21.6c, outlet control temperature (t2) was 21.6c, inlet temperature (t3) was 26.7c, chiller temperature (t4) was 6.4c, water flow rate was 0.4 l/m, inlet pressure was -2.4 psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir limit showed 4, system hours were 122.5 and pump hours were 74.9. They requested another set of pads and asked if it would be best to swap out pads. Mis confirmed that would be the best option. They said they would call back if that did not resolve the issue. Per follow up information received via phone on (B)(6), 2023, nurse who was unaware of pad issue with patient. Pad size was not noted, but nurse confirms pads were disposed of and trash had been taken out since then nurse was unable to retrieve them. No further issues noted, as patient was noted to have finished therapy and was discharged over the weekend.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy for a few days on the arctic sun device. Therapy stopped and pads were removed for a few hours to see if patient could maintain on their own. Pads just added back and since then device had been alerting low flow and patient line open. They have tried unhooking everything with no success. The flow rate was 0.9 l/m. 4 pads connected. Mis had nurse to stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. The fluid delivery line shows no signs of wear, cracks or tears. Good air flow to back of device. Nurse restarted therapy and device continues to alert. 2 connectors have large number of bubbles consistently. Nurse could not account for how pads were stored while off patient. The system diagnostics showed outlet monitor temperature (t1) was 21.6c, outlet control temperature (t2) was 21.6c, inlet temperature (t3) was 26.7c, chiller temperature (t4) was 6.4c, water flow rate was 0.4 l/m, inlet pressure was -2.4 psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir limit showed 4, system hours were 122.5 and pump hours were 74.9. They requested another set of pads and asked if it would be best to swap out pads. Mis confirmed that would be the best option. They said they would call back if that did not resolve the issue. Per follow up information received via phone on (B)(6) 2023, nurse who was unaware of pad issue with patient. Pad size was not noted, but nurse confirms pads were disposed of and trash had been taken out since then nurse was unable to retrieve them. No further issues noted, as patient was noted to have finished therapy and was discharged over the weekend.